Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Review of the system log file showed errors related to host os hdd. Upon rebooting, the system was working as intended. Later the issue reoccurred and fse replaced the hard disk in that work order. Following the replacement of hard disk, the system was returned to use in good working order.

Event description:
It has been reported to philips that the customer failed to perform fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.